Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The physician forewent ivus review of the patient's vascular prior to attempted use of a diamondback coronary orbital atherectomy device (oad) because it did not appear an ivus catheter would cross the lesion, per the physician's judgement. The patient experienced longer than usual intervals between qrs complexes after the oad was advanced to a lesion in the 80% stenotic left anterior descending artery (lad) via femoral approach. A recommendation was made to insert a temporary pacing wire before further treatment was performed, but the physician did not concur and moved forward with atherectomy. The patient experienced cardiac rhythm changes and agonal breathing immediately following one atherectomy treatment on low speed for 20 seconds. The rhythm declined into very long pauses, and eventually ventricular fibrillation. The oad was removed and cardiopulmonary resuscitation was administered for 30 minutes. The rhythm could not be corrected, and the patient expired. The opinion of the physician is that the rhythm changes were caused by occlusion which occurred when the oad and viperwire were advanced into the lad.